Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump rejects new batteries. Insulin squirts while priming. The buttons were harder to press. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly, prime/fill anomaly and no delivery/occlusion alarm due to buttons not responding. Device received with cracked reservoir tube lip. (B)(4).